Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 8021545- 2024 - 04068 - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in canada, it was reported that on 02-sep-2024 four infusion set were crimped, and patient faces symptoms within 3 or more hours after insertion after the first instance before 3 hours. The infusion set is long for few hours and site of insertion is abdomen. The blood glucose level was high and patient is addressing issue due to correction injection via multiple daily injection. No further information available.